Event description:
Unomedical reference number (B)(4). Event occurred in canada, it was reported that on 11-jun-2024 one infusion cannula was crimped, and patient faces symptoms within 3 hours of insertion. The site of insertion is quad/leg. No further information available.